Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that left internal carotid artery ica para clinoid aneurysm procedure was performed with the subject stent on (B)(6) 2023. Subsequent dca showed intimal hyperplasia, but it was stable on an 18-month dca so plavix was stopped. Aspirin 81 was maintained. Then patient came to ed for ipsilateral visual deficits and cta computed tomography angiography showed subject stent has thrombosed completely. Patient has mild symptoms, and no subsequent intervention occurred. No further information is available.

Event description:
It was reported that left internal carotid artery ica para clinoid aneurysm procedure was performed with the subject stent on (B)(6) 2023. Subsequent dca showed intimal hyperplasia, but it was stable on an 18-month dca so plavix was stopped. Aspirin 81 was maintained. Then patient came to ed for ipsilateral visual deficits and cta computed tomography angiography showed subject stent has thrombosed completely. Patient has mild symptoms, and no subsequent intervention occurred. No further information is available.